Event description:
The patient was getting and ercp done because of stones in the bile duct. A lithotriptor basket was used to try and crush the stone inside the bile duct. As soon as the cst was squeezing the handle to close the basket the wires inside the device broke loose with a stone still inside the basket. The doctor working the case had to use a dilating balloon to stretch the ampulla to get the basket out.